Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing out her insulin and she received a watchdog timeout alarm. Customer received the alarm when she placed the reservoir in the pump. Customer was unable to clear the alarm due to a frozen display. Customer stated that the time did not change and the screen was not completely blank. Customer stated that the buttons stopped responding. Troubleshooting was performed and the customer inserted a new battery, but the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window and cracked case near display window corners. No blank display. No alarm. The insulin pump was received with frozen on full segment display due to open lcd driver.